Event description:
Customer reportedly rec'd results of 170 mg/dl, 395 mg/dl, and 170 mg/dl a second time, all within 10 mins on the compact plus sys. No actions taken based on device results. No adverse even reported. Requested return of suspect device and replacement was sent.